Event description:
(B)(4). Essure and the follow up hsg was partially covered by my insurance. I still have an outstanding bill to pay. Side effects I've experienced are extreme pelvic pain especially on the left side, headaches, itching, rashes, dizziness, hair loss, fatigue, anxiety, passing blood clots and irregular periods.